Event description:
Additional information received reported that the patient recently underwent removal of the sacral stimulator temporary leads, which had become infected due to the patient¿s delay of office appointments. It was noted the reporter was unable to access whether or not the stimulator was beneficial at the time. The reporter noted that the temporary sacral leads were taken out on 2013-(B)(6) due to the infection. It was noted that hospitalization was required due to the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the infection occurred because the patient refused to come into her scheduled appointments repeatedly. A superficial skin infection was found, no culture was taken, and it was not related to the device, but more due to patient incompliance and not taking care of the site. At the time of the report the patient was not going to have a re-trial or implant as the reporter did not feel like she would adequately care for the device. The patient had recovered from the infection and only had oral antibiotics for a week.